Event description:
Info received indicated that while transferring a child on the golvo lift, that the sling became detached from the sling bar. The staff members caught the child, but one staff member aggravated and strained their back during the process.

Manufacturer narrative:
Tech examined the product and found there was no apparent defect or fault with the sling bar, or the existing safety clips. This lift was successfully serviced in sep 2011, with no defect found. It is possible to surmise that perhaps a sling loop was not fully located into the bottom of the sling bar grey plastic hook prior to the lift taking place.